Event description:
Nurse went to connect secondary tubing to hub of primary bag and upon opening clamp, leaking occurred. Clamp closed but tubing still leaked. Nurse observed a slit clean across the tubing. Patient was receiving chemo. No harm to patient or staff. Another tubing line was obtained. No defect noted in packaging prior to using the tubing.